Event description:
Reportable based on the product analysis completed on (B)(6), 2012. It was reported that during a coronary stenting treatment procedure, no cross occurred. The target lesion was located in the severely tortuous and calcified left anterior descending artery. The physician predilated the lesion with a 3.5 x 15mm maverick balloon catheter and advanced the 4.00mm x 16mm promus element stent delivery system (sds) to the lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: a visual and microscopic examination of the returned device identified stent damage. The stent struts were both raised and twisted. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. A hypotube kink was also noted 120 mm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).